Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The first 30mm closure device was used, but did not meet release criteria so it was fully recaptured and removed from the patient. The second 30mm closure device was deployed in the laa and after 3 partial recaptures the device was positioned in an acceptable location. The physician released the device and it was successfully implanted in the laa of the patient. The patient came in for their 45 day follow up procedure. There were no issues seen and the patient was switched to dapt. The patient came in for a 6 month follow up transesophageal echocardiogram. The imaging showed that the patient had a device related thrombus that was present. The patient was admitted to the hospital and was given warfarin to treat the thrombus. It was further reported that at the 45 day follow up, the echocardiogram imaging of the left atrium showed that no thrombosis was observed and there was no apparent leak. The thrombus formation was observed at 0 degree and 135 degrees from the anterior side of the device surface to part of pv ridge.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The first 30mm closure device was used, but did not meet release criteria so it was fully recaptured and removed from the patient. The second 30mm closure device was deployed in the laa and after 3 partial recaptures the device was positioned in an acceptable location. The physician released the device and it was successfully implanted in the laa of the patient. The patient came in for their 45 day follow up procedure. There were no issues seen and the patient was switched to dapt. The patient came in for a 6 month follow up transesophageal echocardiogram. The imaging showed that the patient had a device related thrombus. The patient was admitted to the hospital and was given warfarin to treat the thrombus.